Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer also sated that the alarm occur during changing the set and reservoir. Customer also stated that the insulin pump was neither dropped nor bumped prior to the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.